Manufacturer narrative:
One infusion pump was received in relation to this event. All labels were still intact. No physical damaged was found on the device. The occurrence of the no disposable alarm could not be confirmed on (B)(6) 2021 on the date of the reported event. However, the reported problem was found in event history log on (B)(6) 2021. A function test was completed using the cassette that was used when the event occurred. The reported problem could not be duplicated. As a preventative maintenance, the downstream sensor was replaced, and upstream sensor was re-calibrated. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that about one hour after the customer started to use the product, a "no message" alarm went off. They changed the pump to another two, but the alarm persisted. They then changed the pump still another one, and this time the alarm was settled. The customer suspected something was wrong with the cassette. This report for the second pump. There was no patient injury reported.